Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tsh result was obtained for a single patient sample, using vitros immunodiagnostics products tsh reagent lot 5446. The investigation concluded that pre analytical sample handling and storage was the most likely contributing factor to this event as the patient sample was stored at refrigerated temperature for 3 weeks which is greater than the vitros tsh instructions for use recommendation of up to 7 days at 2¿8 °c (36¿46 °f) or 4 weeks at 20 °c ( 4 °f). There was no indication of a vitros tsh reagent issue or a vitros 5600 instrument issue. The customer results generated from non vitros quality control biorad control lots 43261 and 40900 were within 2sd of the baseline and peer mean values indicating acceptable tsh performance on the day that the event occurred.

Event description:
A customer obtained non-reproducible, higher than expected vitros tsh result for a single patient sample, using vitros immunodiagnostics products tsh reagent lot 5446 on a vitros 5600 integrated chemistry system. Patient sample result of 0.271 miu/l vs. The expected result of 0.107 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).